Event description:
The mouse cursor in the central monitoring computer on the telemetry unit froze for approximately 45 minutes. There were 8 patients on the unit at that time and the monitoring of those patients were not affected during that 45 minute period. However, there were three patients who could not be admitted to the unit during that time. A g.e. Field engineer who happened to be in the hospital had to reboot the system. The eight patients on the unit were off their monitors for approximately a minute and half while the system was being rebooted. The patients were visually monitored for that period of time. There were no adverse effects to any of the patients. Follow-up reveals: there were no other network glitches at the time of this event. The hospitals operating system and the operating system for the central monitoring station are compatible but not connected. The software version is ver1.5.